Event description:
The company was made aware on (B)(6) 2020 that a patient was not experiencing symptom improvement. Physician performed a revision surgery for better placement of the lead. The patient is now doing well and confirmed they are experiencing symptom improvement.